Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 1 during basal delivery. It was also reported that the customer filled the pump cartridge with 480 units of insulin and received an accurate fill estimate of over 300 units. During a follow up call with the customer the next day, the customer reported that after delivering an unspecified amount of insulin, the fill estimate displayed 315 units and remained static after it re-estimated to 200 units. Reportedly, customer stated that the pump had been exposed to a metal detector at the airport on (B)(6) 2016. During follow-up with the customer on (B)(6) 2016, customer reported that they have not received any additional cartridge alarm 1 notifications, or additional inaccurate fill estimates.